Event description:
Additional information received reported from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was visceral hyperalgesia. No actions were reported as interventions. The etiology was reported as possibly related to the device or therapy and not related to the implant procedure. No signs and symptoms were reported.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was electrical interference. The clinical diagnosis was not applicable. The etiology was reported as related to the implantable neurostimulator (ins).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was related to patient usability issues with the recharger, patient controller, and antenna.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was unable to recharge the implantable neurostimulator (ins). The patient reported that she had problems with charging the ins and some reported interference with dog training collar and her phone. The pre procedure diagnosis was visceral hyperalgesia, neuralgia, neuritis, abdominal pain, and chronic pancreatitis. The outcome was reported as resolved without sequelae. Interventions included repositioning the implantable neurostimulator (ins). The event resulted in an unscheduled clinic or office visit.

Event description:
Additional information was received from the hcp. It was reported that the electrical interference had resolved without sequelae on (B)(6) 2014. The etiology was reported as possibly related to the device or therapy, specifically the neurostimulator, and not related to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional of the clinical study reported the stimulator pocket placement was changed (B)(6) 2014 due to a problem with charging the stimulator and some reported interference with a dog training collar and their cell phone. No patient symptoms were reported. Additional information on symptoms, diagnostics, cause, and outcome was requested; if additional information is received a follow up report will be sent. Patient indication for use is pancreatitis and non-malignant pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was possibly related to the device or therapy and possibly related to the implant procedure. The etiology was noted as related to the recharge process.